Event description:
The customer reported multiple calibration failures, multiple quality control (qc) recovery issues and found a contained leak from reagent probe a on their unicel dxc 600 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse removed an disassembled the reagent probe a collar wash valve (solenoid valve) and found the valve had internal corrosion and leaking. The fse replaced the reagent probe a collar wash valve (solenoid valve) to resolve the issue. (B)(4).